Event description:
Customer reportedly received results of 200 mg/dl and 80mg/dl within 10 minutes on the aviva system. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Meter, test strip lot number 300413, expiration date 04/30/2008.

Manufacturer narrative:
The suspect product is the aviva test strips.